Event description:
It was reported the pt had both devices replaced. Both devices were near end of life. The left device, however, was replaced due to skin erosion as well. The pt recovered without sequela. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Final device analysis revealed both ipgs to be functionally ok.